Manufacturer narrative:
Continued e1 -- alternate corresponding author: (B)(6). Article citation: gao, robert w., harmsen, william s., smith, na l. Et al. Immediate 2-stage breast reconstruction outcomes after proton or photon postmastectomy radiotherapy. Clinical and translational radiation oncology (54), elsevier. 10/jul/2025; 1-7. The events of infection, extrusion, necrosis, wound dehiscence, and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ssi (surgical site infection); flap necrosis; implant extrusion; wound dehiscence; hematoma.

Event description:
Through journal article "immediate 2-stage breast reconstruction outcomes after proton or photon postmastectomy radiotherapy¿ authors reported complications occurring prior to the start of pmrt (postmastectomy radiotherapy): ssi (surgical site infection) n = 3; unplanned reoperation, n = 8; reconstruction failure, n = 1. Among the 179 patients who underwent bilateral mastectomy and ibr (immediate breast reconstruction), risk of ssi and unplanned reoperation were significantly higher in the irradiated reconstructed breast compared to the untreated breast. All 16 reconstruction failure events occurred on the irradiated side. Reasons for failure included ssi (13, 81.3 %), capsular contracture (1, 6.3 %), flap necrosis (1, 6.3 %), and implant extrusion (1, 6.3 %). Further reported were the events of hematoma and wound dehiscence. The authors did not indicate whether they attributed any complications reported to the tissue expander itself. Affected sides and status of all devices are unknown.